Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker had an unknown issue. No intervention was performed. The patient was stable and will continue to be monitored

Manufacturer narrative:
Further information was requested but not received.